Manufacturer narrative:
Eval: results: - two incomplete leads with cut marks consistent with an explant procedure were received. No eval could be performed as received. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys on (B)(6) 2010, including two leads (with the same lot number). X-ray revealed the left lead had migrated downward, and the right lead and not able to cover all of her pain pattern. The pt's sys was replaced on (B)(6) 2011.